Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were shocked about five times by their cardiac resynchronization therapy defibrillator (crt-d) without eight seconds between shocks. The patient presented to the hospital and they were told that their device was malfunctioning. After the patient went home, they reported hearing toning every twenty-four hours and sent several transmissions to which the patient noted that their physician did not know why it was alerting an audible tone, and they were aware that the patient was in atrial fibrillation (af). The crt-d remains in use. No further patient complications have been reported as a result of this event.